Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial and ventricular leads had dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event. It was noted the patient is enrolled in the minimize right ventricular pacing to prevent atrial fibrillation and heart failure (minerva) study. No patient complications have been reported as a result of this event.